Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review of information received from a healthcare professional (hcp) on 2016-dec-28 it was noted that the patient¿s symptoms were unrelated to the device or therapy along with the reason for the MRI being unrelated. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient is getting an MRI for a brain neoplasm that occurred on an unknown date. It is unknown if the symptoms are related to the device or therapy. Additional information received from the hcp on (B)(6) reported that the patient had a brain tumor removed and that they were having an MRI to follow up, with the MRI confirmed not to be related to the device or therapy. The tumor was removed in (B)(6) 2016. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.